Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that the spike slid out of the port in the bag and leaking in the bag.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of spikes falling out of the bags could not be verified due to the product not being returned for failure investigation. The root cause for the issue could not be determined without a replicated failure. The issue of the spikes falling out of bags has been reported to bd over several complaints, and investigations with samples were unable to trace the root cause to any bd process. The dimensions of the spikes returned have passed inspection. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.